Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter. E3) occupation: non-healthcare professional. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404. Registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to short form complaint filed: 'it is alleged that "pt received a cook celect filter on (B)(6) 2010". Patient outcome: it is alleged that pt was injured without further explanation. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported weight loss, pain, anxiety, mental anguish, stress, physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The product is manufactured and inspected according to specifications. The following allegations have been investigated: tilt, vena cava/organ perforation, weight loss, pain, anxiety, mental anguish, stress, physical limitations no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2010 via the left common femoral vein due to deep vein thrombosis and iliac vein injury after a gunshot wound. Additionally, a successful percutaneous retrieval was performed on (B)(6) 2018 due to doctor recommendation. Patient is alleging tilt, vena cava perforation, and organ perforation (small bowel/duodenum). The patient further alleges "I experienced weight loss, abdominal pain from inside the abdomen or the outer muscle wall which ranged from mild, temporary to severe pain which required emergency care. I also experience anxiety, mental anguish and stress about the status of my filter and any related injuries." The patient also states "I can no longer run, perform push-ups or play any sports. I cannot walk for long periods, and have a hard time performing regular activities" and "I cannot recall the exact date I began to worry and have anxiety about the status of my filter and any related injuries; and have not treated with a physician for these conditions." Per report from CT (computed tomography) dated (B)(6) 2017: "an infrarenal ivc filter is in place. The ivg filter is tilted with the apex of the ivc filter angled more centrally within the abdomen with the tip near the ostium of the left renal vein. Several of the ivg filter legs extend beyond the margin of the inferior vena cava. Two of the anterior ivc filter legs are contacting the posterior wall of the third portion of the duodenum. No definite breakage of the filter is seen on this examination." Per report from CT (computed tomography) dated (B)(6) 2018: "infrarenal ivc filter is in similar position. Tines again extend beyond the lumen of the ivc." Per retrieval report (successful) dated (B)(6) 2018: "ultrasound guidance was used to direct access into the right external jugular vein which was accomplished with the micropuncture kit." "There is no thrombus within the filter. There is some tilt of the filter from right to left." "Unfortunately, a snare could not be deployed over the top hook of the ivc filter. Therefore, a modified loop snare was utilized to engage the apex of the filter. Then, the aforementioned 18 french sheath was utilized to remove the filter as the legs were able to be collapsed allowing the filter to be pulled into the sheath. The system was withdrawn with the filter intact." "The inferior vena cava is patent. No definitive findings for venous injury to include a tear or rupture. No active extravasation/bleeding is present. No evidence for thrombus."